Event description:
It was reported via repair work order that the foot section was stuck in an elevated position as it was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section was stuck in an elevated position as it was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the investigation confirmed that the foot section of the maternity bed was stuck in an elevated position. This issues poses no risk to patient and caregiver and is an annoyance issue only as it only affects patient comfort. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. Therefore, this issue is not reportable.